Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with acute anterior wall myocardial infarction (mi) and the patient was on a regimen of aspirin and plasugrel at the time of admittance to the hospital. Angiography revealed a 90% stenosis in the ostial proximal to mid left anterior descending (lad) and a 70% stenosis in the mid right coronary artery (rca) with distal diffuse disease. Two xience prime stents (3.0 x 38 mm, 3.0 x 28 mm) were implanted in the proximal and mid lad. The procedure lasted for 45 minutes. The decision was made to treat the lesion in the mid rca with medical management and not implant a stent. Following the procedure, the patient was transferred to the intensive care unit and at some point, later that day the patient expired. The causes of death were reported to be acute coronary syndrome and left ventricular dysfunction. No additional information provided.

Manufacturer narrative:
Patient codes: device codes: internal file number - 334424/1-1 the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.